Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrective field: b5. Describe event or problem: device is a pacemaker.